Manufacturer narrative:
(B)(4). Unknown day in (B)(6) 2014. Concomitant medical devices: catalog#: 22-300814 arcos 14x150mm spl tpr dist ha x 150mm lot#: 737850. Foreign: (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k090757. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00574.

Event description:
It was reported that the patient underwent a revision procedure approximately 6 years and 3 months post implantation due to fracture of the arcos stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, item#: 22-301300 did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, item#: 22-301300 did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.